Event description:
During baxter's functionality of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the constant downstream occlusion message, which were reproduced. This was caused by a failed downstream sensor. The downstream sensor was replaced.